Event description:
The facility reported that as the resident was being lifted from the bed, a clip on the sling came loose. It was reported that the sling used was not an arjohuntleigh product. The bed was lowered all the way to the floor. The resident was pushed back onto the bed from the side of the lift, causing the lift to tip over onto the bed on its side. The resident sustained a bump on the left side of the forehead. No method of treatment was provided.

Manufacturer narrative:
An arjohuntleigh investigator examined the device and found that the lift had no scratches, dents or dings. The lift was in excellent condition and met all OEM functional specifications. The sling was not an arjohuntleigh sling and had a broken clip. The sling clips did not function easily on the hanger bar. Based on the information provided, the manufacturer has concluded that the cause of this event was the use of a non-arjohuntleigh sling. The sling did not connect to the hanger bar correctly. It is stated in the operating and product care instructions to "only use arjo supplied slings that are designed to be used with maxi twin." The manufacturer recommends retraining of the users of this device to the operating and product care instructions.